Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a device was unable to be interrogated due to a possible radio frequency (rf head) issue. Another programmer was used to complete the interrogation with a known good rf head. The rf head with the issue has been returned for repair. No patient complications have been reported as a result of this event.